Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine (concentration and dose unknown), indicated for non-malignant pain and failed back surgery syndrome. It was reported that the pump was not helping with the patient¿s pain. Per the patient, the pump had been helping with the pain, and then it was not. It was stated that he doesn't think the pump is helping him at all, and he can't tell the difference; he feels the same with or without the pump. The event date was asked, but unknown, per the patient ¿since 2005." The patient reported that he was having new symptoms for "about 2 years or so." It was reported that the patient has bad knees now that are giving him pain, and he has pain in his feet from diabetic neuropathy. It was noted that the patient considered this a gradual change in therapy/symptoms. It was noted that the patient was going to the hospital to have the pump changed due to normal battery depletion, and was wondering if he should even or if he had to have the pump replaced. The patient was redirected to his healthcare provider. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. When asked to clarify the patient's pump not helping with the pain since 2005, it was stated that the patient had never reported that the pump was not helping with his pain to the hcp. It was stated that the patient's current pump was at end of life (eol). The patient went to see a neurosurgeon on (B)(6) 2018, as he wanted a new pump put in. It was reported that the patient's current pump moves around in the pocket, leading to discomfort for the patient, and he wanted the new pump in a different place. No further complications were reported.